Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
On (B)(6) 2013, the patient underwent coiling embolization. During the preparation, it was reported that some resistance was experienced as the implant coil was pushed out of the sheath for hydration. After hydration, the implant coil was advanced to the end of the microcatheter where more resistance was experienced. Upon pulling the coil back, it was discovered that the implant coil prematurely detached inside the microcatheter. The microcatheter (with detached implant coil inside) and pushwire were removed from the patient. The procedure was completed with a new catheter and new coils without issues. No patient injury was reported as a result of the procedure.